Manufacturer narrative:
As an additional surgery was necessary, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information, a xive dental implant d4.5 l9.5 placed in (B)(6) 2019 shifted into the sinus. The implant was removed in (B)(6) 2019. According to the clinical opinion it is required to ensure that the primary stability of an inserted implant is given even when a two stage therapy is selected. In this case it looked like that the dentist did not mention this.